Manufacturer narrative:
The investigation determined that lower and higher than expected phenytoin (phyt) results were obtained from a vitros therapeutic drug monitoring (tdm) performance verifier (pv) fluid and a non-vitros mas fluid using vitros chemistry products phyt slides on a vitros xt 7600 integrated system. The assignable cause of the higher and lower than expected vitros phyt results is an instrument related issue. An ortho service engineer (se) reviewed the customers analyzer via e-connectivity and suggested an ortho field engineer (fe) go to the customer site to inspect and optimize the vitros xt7600 system as needed. The ortho fe arrived at the customer site on 26 mar 2025 and checked the microslide evaporation caps for debris. The ortho fe performed service actions, but no details of the service actions were provided at the time of this report. Historical qc results are limited as the customer recently went live with the vitros xt 7600 system in february 2025, however the available results were showing inaccuracy and imprecision for both levels, indicating that vitros phty lot 2627-0192-0157 was not performing as expected. A vitros crbm within run precision test was within expectation, however the mean and individual replicates were high outside the assay sheet range of means, indicating an instrument issue. It is expected that the actions performed by the ortho fe returned the vitros xt7600 system to expected operation and the customer has reported no further issues.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected phenytoin (phyt) results were obtained from a vitros therapeutic drug monitoring (tdm) performance verifier (pv) fluid and a non-vitros mas fluid using vitros chemistry products phyt slides on a vitros xt 7600 integrated system. Tdm pvii lot k2667 results of 19.86 and 20.28 ug/ml versus the expected result of 14.9 ug/ml tdm pviii lot e2152 results of 19.18, 19.29, 36.70 and >40.0 ug/ml versus the expected result of 25.7 ug/ml mas level 1 lot ocr2608 results of 7.91 and 7.81 ug/ml versus the expected result of 5.8 ug/ml mas level 3 lot ocr2608 results of 12.95, 12.89, 13.40, 13.47, 14.09, 14.48, 14.17, 12.21, 12.46, and 10.0 ug/ml versus the expected result of 21.8 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros phyt results were obtained from a vitros tdm pv fluid and from non-vitros mas fluid, and no results were reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).